Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with non-medtronic 6fr sheath, 5.0 spider fx guidewire and embolic protection during procedure to treat a severely calcified lesion in the left mid superficial femoral artery (sfa) with 80-90% stenosis. The vessel was severely tortuous. The vessel diameter and lesion length are 5-6mm and 80mm respectively. The vessel was pre and post dilated. IFU was followed. It was reported that during withdrawal severe resistance was felt and tip detached and separated at the hinge pin. The guidewire neither prolapsed nor the damaged tip cause embolization. The nose cone came off the hawkone device during withdrawal, the physician felt resistance upon removal. While the device was in the body and used properly, the thumbswitch had difficulty advancing forward to turn device off, but ultimately did close. Upon removal the nose cone detached while in the distal portion of the sheath but was still on the spider fx. The stealth was pulled back and the nose cone remained in same position in the iliac artery. A goose neck snare was introduced and used successfully to remove the remaining portion of the nose cone of th e device. The follow up angiograms showed no damage to the vessel and was completed with a 5.0/80 inpact dcb. The complication associated with this event was nose cone detachment.

Manufacturer narrative:
Product analysis : the customer returned three images. Images 1 and 2 shows contrast medium in the patient¿s vasculature. Image 3 appears to show the detached tip in the patient along with a snare device. Product analysis: the detached tip was returned loaded on a spider fx device. All devices were decontaminated with cidex opa solution soak and tergazyme soak. A visual inspection showed that the tip detached distal to the anchor pockets the detached tip is loaded on the 0.014¿ wire of a spider fx device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.